Event description:
Article titled ¿implanted vagus nerve stimulation in 126 patients: surgical technique and complications" was received. The article discusses patients who underwent vns device implant and developed implant related complications. There were 196 procedures completed during march 1998 and october 2019. 2 patients developed a post-op infection, 2 patients had an arrhythmia, 1 patient suffered jugular vein bleeding and 3 patients developed vocal cord paralysis. No other relevant information has been received to date.

Event description:
Information about the patient's discussed within the article was received.